Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for label lift with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA (B)(4). The investigation is still on-going and improvements will be made as the potential causes of this issue are identified.

Event description:
It was reported that 10 bd vacutainer® sst¿ blood collection tubes were found with "non-sticky" labels that caused them to partially peel off before use. The following information was provided by the initial reporter: "non-sticky vacutainer labels. Vacutainer labels are non-sticky to its tube. It sticks to the tube next to them."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 10 bd vacutainer® sst¿ blood collection tubes were found with "non-sticky" labels that caused them to partially peel off before use. The following information was provided by the initial reporter: "non-sticky vacutainer labels. Vacutainer labels are non-sticky to its tube. It sticks to the tube next to them."